Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose above 250 mg/dl while wearing the pod longer than 48 hours on the abdomen. Symptoms reported include feeling hot and vomiting. The patient was treated with insulin and fluids utilizing intravenous therapy. The pod was removed and a new pod was applied at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No damages or defects were found that would affect the delivery of insulin.